Manufacturer narrative:
Complaint conclusion: when inflating a saber balloon catheter (5 mm x 4 cm 90 cm), the user noticed that there was a leak in the balloon with contrast medium coming out. The balloon catheter was removed intact from the patient. A new balloon was used to continue the procedure.  There was no report of patient injury.  The target lesion was the superficial femoral artery (sfa) and the vessel/lesion was calcified.  There was no difficulty removing the product from the hoop or removing the protective balloon cover.  There was no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product into the patient.  The device prepped normally, maintaining negative pressure.  The contrast to saline ratio was about 50:50.  An inflation device was used.  The same indeflator was used successfully with other devices.  There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter.  There was no difficulty advancing the balloon catheter through the vessel.  The balloon catheter did not kink while being used.  The balloon was inserted into the patient once.  The product was returned for analysis. One non-sterile unit of saber 5 mm x 4 cm 90 cm balloon catheter was returned. Per visual analysis it was noted that the balloon had been inflated and deflated. No anomalies or damages were noted on the device. Per functional analysis a leak test was performed and the balloon was inflated to 8 atm (eight atmospheres) and deflated with no leakage found. A device history record (DHR) review of lot 17583524 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be determined. According to the instructions for use ¿if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ the device performed as intended and therefore the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time at this time.

Event description:
When inflating a saber balloon catheter (5 mm 4 cm 90), the user noticed that there is a leak in the balloon - contrast medium coming out. The balloon catheter was removed intact from the patient. A new balloon was used to continue the procedure.  There was no report of patient injury.  The product will be returned for analysis. The target lesion was the superficial femoral artery (sfa) and the vessel/lesion was calcified.  There was no difficulty removing the product from the hoop or removing the protective balloon cover.  There was no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product into the patient.  The device prepped normally, maintaining negative pressure.  The contrast to saline ratio was about 50:50.  A boston scientific inflation device was used.  The same indeflator was used successfully with other devices.  There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter.  There was no difficulty advancing the balloon catheter through the vessel.  The balloon catheter did not kink while being used.  The balloon was inserted into the patient once.  A 4f terumo sheath and a v18 boston sc. Wire were used.